Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the inner insulation was torn, there was blood in/on the helix/lobe mechanism, there was apparent explant damage and the lead was stretched.

Event description:
It was reported that during implant, a perforation was suspected after repeated attempts to find good thresholds. It was noted that the right ventricular (rv) lead had low impedance. It was also reported that the next day no sensing could be observed. The lead and the device were explanted and replaced. It was also reported that the patient was in the sls study and the rv lead dislodged. No further patient complications have been reported as a result of this event.

Event description:
It was reported that during implant a perforation was suspected after repeated attempts to find good thresholds. It was noted that the right ventricular (rv) lead had low impedance. It was also reported that the next day no sensing could be observed. The lead and the device were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned, analyzed and no anomalies were found. (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that the inner insulation was torn, there was blood in/on the helix/lobe mechanism, there was apparent explant damage and the lead was stretched. Evaluation summary: (B)(4). No anomalies found (B)(4). No anomalies found (B)(4). Full lead.